Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends the screw was visually inspected and there was extrication damage present. It was returned disassembled in four components. The reported screw condition at the end of insertion is indicative of damage to the internal screw coupling. This can occur when levering on the screw during insertion or overtorquing the screw.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a denali screw head disassociated from the shaft during removal when the surgeon attempted to reposition the screw intra-op. The shaft was removed from patient. The surgery was extended by 1.5 hours.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings. Evaluation in progress.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a denali screw head disassociated from the shaft during removal when the surgeon attempted to reposition the screw intra-op.